Event description:
The screw broke approximately 10mm from the tip during insertion. It is unclear at this time if all of the broken pieces were removed at the time of the incident. It was reported that the physician used a tap prior to insertion.